Event description:
Complainant alleged that while attempting to monitor pt the device powered up without display. Complainant indicated that the pt subsequently expired, however as a result of the pt's condition, and not as a result of the malfunction.